Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated out of the incision, device detected false pause episodes due to no sensing. The device was explanted. No patient complications have been reported as a result of this event.